Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pumps displayed error code e20201. No reported adverse effects.

Manufacturer narrative:
Device evaluation- the returned device was given functional and delivery testing. The device was found to give an error code "20201". This type of code can occur when the real time clock battery is low. The real time clock battery was replaced to address this issue.